Manufacturer narrative:
Concomitant product: ddmb1d1 ICD, implanted (B)(6) 2016.

Event description:
It was reported that the right atrial (ra) lead exhibited fluctuating impedance and occasional loss of capture. An x-ray revealed that the lead pin was not fully inserted beyond the setscrew on the implantable cardioverter defibrillator (ICD). The pocket was opened and the lead was reseated. The lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.